Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 07-dec-2015 (healthcare professional device breakage questionnaire): (B)(6). Essure was inserted on (B)(6) 2015. The outer coil of the implant broke during placement. While withdrawing introducer, 4-5 coils broke off on each side. The instructions on the IFU were followed without deviation. Essure was not removed (it was not medically necessary). According to the physician, the broken pieces were not left in uterus. They were rinsed out (hysteroscopic with fluids). Patient had no injury and recovered from the event. Device was not available. Company causality comment: this is a medically confirmed spontaneous case report that refers to a (B)(6) female consumer who had an attempt to have essure (fallopian tube occlusion insert) inserted but when the inserter was withdrawn, 4-5 coils broke off in the patient. The broken coils were rinsed out with the hysteroscopic fluid and patient had no injury. The reported event is anticipated according to the product technical analysis. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, considering the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case is regarded as other reportable incident due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Since no product was provided and no batch number was reported a quality defect cannot be confirmed. Based on available information, there is no reason to suspect a causal relationship to a potential quality deficit as no defect was confirmed and no medical events were reported. No further information is expected.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 23-oct-2015 and 30-oct-2015 which refer to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. The physician reported that she placed essure and when she withdrew the inserter, 4-5 coils broke off in the patient. She stated there were 7 trailing coils left in the uterus. She believed the trailing coils would came out with the fluid. The patient had no complaints and the alternate side-placement was fine. Ptc ((B)(4)) investigation result received on 31-oct-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. Since no product was returned for investigation, we cannot confirm this quality complaint; however, based on the complaint description provided, we are able to conclude that a quality issue is plausible. It is possible during the manufacturing assembly process a small gap was left between the inner coil and inner catheter (they should be butted together during assembly). When the outer coil of the micro-insert is wound down a small portion of the coil can become trapped in the gap. If a device has this issue, when the physician presses the button to release the micro-insert, the outer coil may sever itself as it is being deployed from the catheter. This severing occurs inside the catheter prior to the pieces being deployed from the catheter the severing of the coils inside the catheter does not pose a significant risk to the health of the patient. The possibility of pieces of the delivery system or micro-insert breaking off is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a reported technical product issue. However, no medical events were reported. Neither batch number nor complaint sample was available for a technical investigation. The technical assessment concluded unconfirmed quality defect - but plausible. Since no medical events and no batch number were reported, a batch investigation with respect to similar ae cases and the evaluation of causal relationship to the potential quality deficit are not applicable. Company causality comment: this is a medically confirmed spontaneous case report that refers to a (B)(6) female consumer who had an attempt to have essure (fallopian tube occlusion insert) inserted but when the inserter was withdrawn, 4-5 coils broke off in the patient. This device breakage during insertion is unlisted in the reference safety information for essure. Considering the nature of this event, a causal relationship with essure cannot be excluded. This case is regarded as other reportable incident due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect a causal relationship to a potential quality deficit as no defect was confirmed and no medical events were reported. Further information (breakage questionnaire) has been requested.